Event description:
The patient called alleging segments were missing on the meter. The patient was unable to interpret the readings, due to the missing segments. He felt hungry at the time of testing and ate food and/or drank a beverage, prior to going to the hospital. He went to the hospital about 30 minutes later and tested on the hospital device and received a 142 mg/dl. The patients did not receive any treatment. Customer service sent the patient a replacement meter. This case is being documented as a malfunction, since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluated it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.